Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer had reported that during an open left hemicolectomy case, halfway through the procedure the blade got stuck between the jaws of the instrument. Another unit was opened and used to complete the procedure. Upon receipt for evaluation at covidien, a preliminary investigation found that the knife blade was protruding from the jaws of the device.